Event description:
Additional information received reported "the lump under the patient's skin never got any bigger." The lump resolved on its own in less than 24 hours. The patient's healthcare professional (hcp) called the implanting physician who said it was a hematoma. It was noted there was no concern of a pocket fill because there was no volume discrepancy; it was "on the money." The patient had no symptoms and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter, model # 8709, lot # l55000, implanted on: (B)(6) 2007, explanted on: unknown. (B)(4).

Event description:
During a pump refill, the health care provider aspirated 9mls from the pump. When the needle was pulled out, it "oozed out a clear fluid, so she put pressure on it for a minute or so." When the pressure was removed, there was a quarter sized "defined" knot under the skin and a small amount of clear fluid leaked out. The puncture started to ooze when touched slightly. The hcp was considering checking the reservoir volume to confirm the actual volume was filled into the pump reservoir. The pump delivered lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.